Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist advised to discontinue orthodontic treatment until some of the restorative treatment has been completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.